Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left hemi hip arthroplasty on an unknown date. Subsequently, a revision procedure was attempted on (B)(6) 2015 as the patient was experiencing pain; however, the femoral head would not disengage from the femoral stem. Therefore, the procedure was abandoned after being delayed an hour. The patient was referred to a different surgeon for the revision procedure. The revision procedure was performed on (B)(6) 2015 and the femoral head was successfully removed. A total hip was implanted without complication.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a left hemi hip arthroplasty on an unknown date. Subsequently, a revision procedure was attempted on (B)(6) 2015 as the patient was experiencing pain; however, the femoral head would not disengage from the femoral stem. Therefore, the procedure was abandoned after being delayed an hour. Due to pain. During the revision, they were unable to remove the head from the stem. The patient was referred to a different surgeon for the revision procedure. The revision procedure was performed on (B)(6) 2015 and the femoral head was successfully removed. A total hip was implanted without complication.